Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the air water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a grease like material was found adhered to the air water nozzle. Component analysis identified the foreign material as organic silicone. Since silicone does not originate from the endoscope itself but rather from chemicals such as anti-foaming agents or disinfectant solutions, it is possible that residue became lodged in the nozzle forming the foreign material. The reason the material remained in the nozzle could not be specified. It may have been generated and retained during reprocessing. However, a definitive root cause could not be determined. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer, and no apparent deviations from the instructions for use were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.